Event description:
Ventilator alarmed with screen warning "in-operable" and vent stopped with black screen. Was witnessed and respiratory therapist immediately switched to ambu bag until another ventilator was brought to the room. Patients respiratory status continued to deteriorate and arrested within an hour, cardiac resuscitation failed dc'd. Patient was 2nd day post-op small bowel resection for ischemic bowel due to voluvulus.